Event description:
Hcp reported the infusion pump was explanted and returned to manufacturer for analysis after an implant duration of approximately 82 months due to battery depletion. In addition, the physician noted the catheter side port came off during pump removal. There were no patient symptoms, or injury reported. The explanted pump was replaced with a new synchromed ii pump and filled with 1000mcg/ml baclofen for treatment of intractable spasticity due to cerebral palsy diagnosis. See manufacturer report # 6000030-2006-02379.

Manufacturer narrative:
Analysis of the explanted pump confirmed physician report of an insufficient bond of the catheter access port to the pump.